Manufacturer narrative:
Visual examination of the returned guidewire revealed that the distal end was damaged, the coilwire unraveled and the corewire was fractured. All the outer diameter were within specifications. Based on all gathered information, the most probable root cause is operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the guidewire was detached inside the patient, exposing the corewire. It was reported that the detached tip was retrieved successfully. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Event of distal tip detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the distal tip of the guidewire was detached inside the patient, exposing the corewire. It was reported that the detached tip was retrieved successfully. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.